Event description:
It was reported that while in the cardiology lab, the intra-aortic balloon (iab) was prepped and at the time, "they noticed three way valve was leaking." As a result, another three way valve was used.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was not returned. The 6" arterial pressure (ap) line was returned. A 6" ap line was retuned with traces of blood on the exterior & interior surfaces of the stopcock end & screw cap end of the tubing. After blocking all openings on the stopcock and injecting water, a leak was evident where the 6" tubing connects to the stopcock. The part was examined under magnification & a void in the solvent was detected at the stopcock/tubing junction. A DHR review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The reported event was confirmed. The cause of the leak was insufficient bonding at the stopcock/tubing junction. A CAPA has been initiated to address this issue.